Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection. Reportedly, there were pus coming out from the patient's chest. A revision was performed and the ICD was explanted. There were no additional adverse patient effects reported.